Event description:
A short-circuit (impedances <15 ohms) was detected about 15 days after implantation. This required a complete replacement of the device system. The pt outcome was noted as okay.

Manufacturer narrative:
(B)(4).